Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a yellow wrench alarm at home. The patient panicked and performed their own system controller exchange. They went to the clinic and log files were downloaded. A driveline power fault alarm was displayed. Log files were sent for review. The event log file recorded a driveline power fault on (B)(6) 2025 at 14:00:08. Motor function was not affected by this event. The controller and modular cable were exchanged. New log files were sent for review post exchange. No alarms or events were noted on log files upon review. The event log contained alarms associated with the equipment exchange. Following the initial alarms, the pump appeared to be operating as intended with no active faults. A picture of the driveline was unable to be taken as the patient became symptomatic during the controller and modular cable exchange and needed to be reconnected immediately. The patient felt lightheaded briefly and their eyes started to close but this resolved once the pump was reconnected. The modular cable that was replaced was inspected and there was no build up on the inside of the connection noted. The patient was noted to be doing well after the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms on system controller serial number (B)(6) was not confirmed. Log files were submitted for review and data from the event dates of (B)(6) 2025 were reviewed. The log files captured the controller being powered on at an unknown time on 13jun2025. Both power cables were connected to external power by 00:00:17 on (B)(6) 2000, and by 00:00:58 on (B)(6) 2000 the driveline is connected to the system controller. By 00:01:02 on (B)(6) 2000 the pump is able to achieve a speed above the low-speed limit. The remainder of the log file is unremarkable, and the pump is able to maintain expected flow. No driveline power fault alarms or flags were observed. The observed alarms did not affect the controller¿s ability to operate the pump at the set speed. No product was returned for further investigation. Additional information states (B)(6) was the controller the patient exchanged themselves onto at home during the issue, the controller that had the yellow wrench on was (B)(6) which was her initial primary controller, (B)(6) remains as the patient's backup controller. The root cause of the reported event could not be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on 13dec2022. The heartmate 3 patient handbook (section 5 ¿ ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline power fault and clock not set alarms. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller, power cables, and modular cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Event description:
The controller that the patient had switched to themselves became their backup controller again since there were no issues with it.